Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 this supplemental is being sent to correct information previously omitted from follow up #1. The test strips have been returned and tested and a complaint of error 4 was confirmed. The MFR narrative in follow-up 1 should include this information: "the test strips and meter have been returned and further evaluated by product analysis with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found.". The "alert date" and "device returned to mfg date" have been updated appropriately.